Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the catheter became lodged on the guide wire. The 80% stenotic lesion was located in the non-calcified and moderately tortuous superficial femoral artery (sfa). Post balloon inflation, the synergy balloon dilatation catheter became "stuck" on a non-bsc guide wire. Both devices were successfully removed outside of the pt; however, the guide wire could not be removed from the lumen of the catheter. The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good".